Event description:
Customer reported a pt, with a perineal tear, returned 10 days post partum complaining that they could feel their sutures. Upon physical exam it was found that the vaginal wall was intact and healing. However, the perineum was opening under the hymenal ring. Surgical repair is pending.